Event description:
It was reported that the patient was hypotensive and the healthcare provider (hcp) planned to shut off the pump. The pump was also possibly going to be emptied. The device system was used to deliver fentanyl, clonidine and an unknown drug. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).